Manufacturer narrative:
The device lot number is unknown; therefore, a review of the device history records was unable to be performed. The device is not available for return. The device labeling and surgical training program include relevant instructions for advancement, recapture and repositioning of the hydrus microstent. Due to difficulty of the case and intraoperative complications, the hydrus microstent was not implanted. Inability to implant the microstent, iris injury, hyphema, and decreased vision are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A surgeon attempted to treat a normal tension glaucoma patient with cataract surgery and endocyclophotocoagulation followed by hydrus microstent. The stent was tending toward a posterior placement rather than placement in the schlemm's canal on 2-3 separate attempts. On the final attempt, the iris root was affected resulting in hyphema. The device was removed from the eye and during clearing of the anterior chamber, the flow of irrigating fluid resulted in a fluid misdirection into the vitreous. On 1-day post-operative visit, the iop was 6 mmhg with diffuse hyphema and hand-motion vision.